Manufacturer narrative:
(B)(4). Batch # n55g70. The analysis results found that the ats45 device (b) was received with the firing mechanism damaged and without cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the devices "did not engage staples". It was unknown which firings this occurred on, which reloads were being used, if there was any buttressing material in use, or if the devices cut at all when the staples failed. It was unknown how the procedure was completed. There were no patient consequences reported. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information requested and received: if possible, can you please follow up with the appropriate personnel to determine what is meant by the devices "did not engage staples"? Was the device not able to be fired (lockout)? Or did the device cut the tissue but not deliver any staples? Please clarify the event with further detail. I have reached out to the rn who reported the issue. He tells me that the device would not engage, it didn't do anything. The tech that was working on this case was a traveling tech and we are unable to contact him. I'm sorry I am unable to give you more information.